Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged approximately one week post generator change. The lead also displayed high thresholds. The lead was repositioned in the atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.